Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a button error alarm on the insulin pump. He stated that he had been on his boat but that no water had splashed him. The blood glucose reading was 280 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed for a button error due to moisture damage on the keypad traces. The insulin pump was received with minor scratches on the display window, cracked display window corners, a cracked belt clip slot and a cracked reservoir tube lip.